Event description:
It was reported that a cut was identified in a continu-flo solution set tubing below the air vent. The issue occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.